Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that upon opening the shrink-wrapped package during implantation of a triathlon knee, the box was empty. Rep was present in the o.r. And witnessed the opening of the box. Rep has provided a picture of the box and will try to retrieve the box from the hospital. No surgical delay was caused as another set of pegs was immediately available.

Event description:
It was reported that upon opening the shrink-wrapped package during implantation of a triathlon knee, the box was empty. Rep was present in the operating room. And witnessed the opening of the box. Rep has provided a picture of the box and will try to retrieve the box from the hospital. No surgical delay was caused as another set of pegs was immediately available.

Manufacturer narrative:
An event regarding pegs, sterile blister packs and patient labels missing from the pack carton involving a triathlon fixation peg pack was reported. The event was confirmed by visual inspection of the returned unit carton pack. Conclusion: the reported event of missing devices and packaging components was confirmed based on visual inspection of the returned unit carton pack. Based on the review of the event that was performed by the packaging cell at the limerick manufacturing facility it is not possible to confirm the complaint as relating to manufacturing based on the current information. The review of the device history record for the lot in question and review of the process confirmed that sufficient line clearance and quantity checks are completed through the process steps by separate individuals and recorded on the device history record. Evaluation of the shrink wrap would be required to determine the possibility the product was re-packed/re-shrink wrapped at any stage within the distribution chain. In addition to the review at the manufacturing facility, some additional information, including the transaction history for the lot in question was obtained from the distribution branch/agency that distributed this product to the hospital where the discrepancy was noted. A transaction discrepancy was noted on the transaction history. The explanation provided by the agency stated that a transfer transaction was made in error and was reversed as the particular item never left the hospital. Based on the available information and the investigation completed by the packaging cell it is not possible to determine the root cause of the missing devices/packaging. It appears unlikely that the product and sterile blisters and patient labels were not packed into the unit carton during processing of this lot. It cannot be ruled out that the product and packaging components were removed from the unit carton at some point after the lot was distributed to the hospital, been used/implanted and the empty unit carton inadvertently returned to available inventory stock before the unit was picked for the surgery in question. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.